Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: the investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the image received . The image was reviewed, and the complaint condition is confirmed. There is visible damage to the device and it is clearly broken. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. A DHR review could not be performed as a lot number could not be found on the device and was not provided. During the investigation, no product design issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, patient underwent for craniotomy surgery. During the surgery, while using the device, the blade was breaks off the screws. The blade center hole was worn out and couldn't pick up the screw properly. The wear on these center holes failed to pick up the screw properly, eventually leading to damage to the screw. There were fragments are generated and easily removed without any additional intervention. The surgery was completed without delay. There was no consequence to the patient. This complaint involves twenty (20) devices. This report is for (1) ti low profile neuro screw self-drilling 4mm. This report is 18 of 20 for (B)(4). Related product complaint: (B)(4).

Manufacturer narrative:
"Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D1 d2 d9 h3, h6: the device lot number is unknown, therefore a mre review could not be performed. If more information become available, the record will be re-assessed. Visual inspection: the unknown cranial screw was received at us customer quality (cq). Upon visual inspection of the complaint device and the analysis of the image, it was observed that the slot on the screw head was deformed; however the screw was not broken. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection was performed due to the post manufacturing damage of the device and due to not knowing the part and lot numbers. Document/specification review: no document review was performed due to not knowing the part and lot numbers of the device. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the complaint device was received with deformed slot. Although no definitive root cause could be determined based on the provided information, it is likely that the device experienced unintended forces. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.